Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this pacemaker was found to have declared end of life (eol) at routine follow-up. The device displayed 1.5 years remaining longevity at the patient's previous follow-up visit approximately 8 months earlier. Pacing threshold measurements were noted to have increased from 1v to 3.5v output with automatic capture programmed on. A revision procedure was performed wherein the device was explanted and replaced. No adverse patient effects were reported.